Event description:
The pt experienced a vascular event after treatment with cosmoplast. Presented with symptoms of severe pain, bruising and a blister at the left side of lower lip treatment area. The physician prescribed topical nitor paste, oral cipro and oval valtrex.